Manufacturer narrative:
One 6f, decapolar, csl, response ep catheter was received for evaluation. Visual inspection showed that the shaft was fractured at the grey/black transition. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured shaft is consistent with damage during use.

Event description:
During a premature ventricular contraction ablation procedure, the catheter was noted to have exposed wiring. The device was replaced and the procedure was completed with no adverse consequences to the patient.